Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further patient details. (B)(6). Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that during a crossover stenting procedure for treatment of a mildly calcified occlusion in the right sfa of 160 mm length, the delivery system could not be advanced over the 0.035" guide wire used. The guide wire was exchanged but the same issue occurred. Finally, another delivery system of the same brand was used for successful completion of the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was returned for evaluation. On the basis of the investigation of the returned sample the alleged failure to track over the guide wire could not be confirmed. During evaluation a system compatible 0.035" guide wire could be successfully inserted and advanced after successful system flushing. A kink was found which was considered a consequence of system manipulation after the reported event, however, it was unknown when the kink occurred and a friction increase was felt when the guide wire passed the kink during evaluation testing. Previous investigations of similar complaints have been reviewed. The event may be associated with inadequate accessories; a short introducer was in use for the contralateral procedure. Furthermore, the event may be preparation related because the system was not flushed which may leads to friction increase between guide wire and guide wire lumen. A difficult patient anatomy or placement site may be a contributing factor for friction increase between guide wire and system; in this case the lesion was mildly calcified. The IFU states: ¿examine the stent and delivery system device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used¿, ¿flush the inner lumen of the stent system with heparinized normal saline prior to use.¿ and ¿if resistance is met during stent system introduction, the stent system should be removed and another stent system should be used.¿ in regards to introducer use for contralateral access the IFU states: ¿always use for contralateral access the stent system in conjunction with a long introducer sheath which covers the aortic bifurcation.¿

Event description:
It was reported that during a crossover stenting procedure for treatment of a mildly calcified occlusion in the right sfa of 160 mm length, the delivery system could not be advanced over the 0.035" guide wire used. The guide wire was exchanged but the same issue occurred. Finally, another delivery system of the same brand was used for successful completion of the procedure. There was no reported patient injury.